Manufacturer narrative:
No response from customer and no parts have been returned for evaluation, therefore a device evaluation cannot be performed and the investigation results are not available for a customer response. If the customer contacts phillips for further information or the device is received for investigation, the complaint will be re-opened and investigated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is no relationship to a reported incident or adverse event. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is no relationship to a reported incident or adverse event.

Manufacturer narrative:
Customer requesting part numbers and pricing for the touch frame and backup battery. The fse, field service engineer, confirmed the error code 4 and determined the cpu was not the issue but the battery that was causing the reported issue. Fse stated the button test and the battery test failed. Fse confirmed the failed battery is causing the reported issue. Customer decided he would replace these parts himself . Correction to root cause and conclusion statements made in follow up 1: vent was in use at the time the issue was discovered. However, no patient harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported vent went inop while on patient (e/c 4). The unit was in use on a patient at the time the reported issue occurred however, there was no patient harm.